Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41980. The event occurred during testing.

Manufacturer narrative:
Received one device. Visual inspection found no damage, customer complaint of, error code 41980, confirmed through, reviewing event log. Replaced, printed wire assembly (pwa) board. Upon further investigation, found motor requiring servicing. Replaced motor. Performed sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.